Event description:
Procedure: lobectomy. According to the reporter: after firing over bronchus, the tissue was cut by knife. The surgeon noticed an incomplete staple line, and used manual suturing to complete the procedure. Blood loss of under 200ccs were noted. The patient is in good condition.

Manufacturer narrative:
.